Manufacturer narrative:
The investigation determined that a non-reproducible vitros amon quality control result was obtained on a vitros 5600 integrated system. The assignable cause of this event was instrument related most likely due to incubator contamination. The assignable cause of the incubator contamination was not determined, although physical transport of the system outside the laboratory¿s controlled environment can be a contributing factor. Following incubator decontamination activities, acceptable vitros amon performance was observed.

Event description:
The customer complained that a non-reproducible vitros amon quality control result was obtained on a vitros 5600 integrated system. Vitros lpv l2 amon result 140.2 vs expected 182.2 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No vitros amon patient results were tested during the validation of the vitros 5600 system. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).